Manufacturer narrative:
(B)(4). Describe event or problem- additional. Additional information/device evaluation. Device evaluated by manufacturer- additional. Event problem and evaluation codes- additional.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had intermittent audio output. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.